Event description:
On (B)(6) 2012, the reporter contacted animas alleging that on (B)(6) 2012, the patient was admitted to the ER with large ketones and vomiting. There were no blood glucose (bg) values reported. The reporter noted that (B)(6) 2012, was "not a normal day", as the patient had a dance competition that day. The reporter stated that the patient was not using the pump during the competition, and that the patient was using the pump for basal delivery while at the ER, but it was not noted at what point the patient resumed insulin pump therapy. The patient was reportedly given fluids while in the ER, but was not given any additional insulin aside from the pump's basal delivery. The reporter stated that the battery in the pump had been changed on (B)(6) 2012, and confirmed that the time and date settings were correct since that battery change. Troubleshooting indicated no pump malfunction related to insulin delivery. The reporter denied any site/set issues. The reporter stated that the patient had switched from the comfort short infusion set to the contact detach infusion set. Customer support advised the reporter that the contact detach sets should be changed every 2 days instead of every 3 to 4 days. The reporter stated that she thought the increased activity on (B)(6) 2012 may have contributed to the ER visit; however, this complaint is being reported because a clear cause for the reported symptoms could not be determined. It is unclear at this time if the pump may have been a cause or contributor to the reported incident.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission 05/16/2011]-device evaluation: the pump has been returned and was evaluated by product analysis on 05/11/2012 with the following findings: the pump was evaluated and found to be delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. Unrelated to the event the internal battery was found to have failed and the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted, the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.